Manufacturer narrative:
Concomitant product(s): product ID: 4351-35, serial# (B)(4), product type: lead. Product ID: 4351-35, serial# (B)(4), product type: lead. (B)(4).

Event description:
It was reported that patient has an infection and family member spoke with the health provider (hcp) that replaced the device and he stated that the infection could cause issue with the lead. The patient is having an appointment with hcp on (B)(6). Additional information came in later from another health care provider stating that patient did not have an infection as far as he knows, information was unclear if patient had infection or not. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.